Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Troubleshooting was performed with tandem technical support and the malfunction alarm was successfully cleared. Customer's blood glucose level was 163 mg/dl.